Event description:
Second device involved in event. Reference medwatch report number 1045834-2002-00046. Motor seems to have some lack in power. Speed reducer was being used with motor at the time. Reporter stated that patient's death was not caused by anspach equipment.